Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was to report that the stimulator has not worked for the past two years. The patient stated they had surgery two years ago and they didn't have their recharger with them so they couldn't recharge the implantable neurostimulator (ins). Patient said that they were in the hospital for three months and they never got to charge the implant. When the patient got home from the hospital, they tried to recharge the ins and it wouldn't charge. The patient stated they stopped using the ins since then. Patient confirmed that the surgery they had was not related to their ins. The patient needed an MRI but they couldn't proceed since the ins was not working. The patient mentioned that their doctor advised them to get an x-ray also to bring their component and make sure their controller was fully charge to proceed with MRI. Agent reviewed MRI process. Troubleshooting was unable to be performed as the patient did not have their external components with them at the time of the call. Patient will call patient service back to troubleshoot.

Event description:
Additional information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Hcp reported pt is needing MRI abdomen. Hcp states pt "lost the programmer or it is not working". Hcp added that the pt reported the ins has not been working for the last 2 years and the battery is depleted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports the cause of their ins not charging was that they were in the hospital for over three months and their charger was at home. Pt reports they forgot to tell their family to bring their charger. Pt reports they tried to charge their implant once they got home, but it wouldn't charge. Pt reports the issue is not resolved and they need to see their managing physician.